Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent for an explant procedure for unknown reason. The explanted device will not be returned.